Manufacturer narrative:
The field service engineer found the diluent and internal standard nozzles were misaligned and adjusted them. He found the sipper nozzle tube was loose and not connected properly and fixed it. He changed the solenoid valves, a vacuum nozzle, and the reference electrode. An ise check, mechanism check, calibration, and qc were performed and were acceptable. The investigation could not determine a specific root cause, but the issue was resolved by the service actions.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas 8000 ise module. Results measured for ise indirect na, k, for gen.2 were affected. No questionable results were reported outside of the laboratory. Data was provided for 10 patient samples with questionable ise results. Refer to the attachment for all patient data.

Manufacturer narrative:
The investigation is ongoing.